Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, when taking the 3rd shot, corresponding to the second blue charge (gst60b), 3 staples did not close. It is solved with clips, causing a 5 min delay in surgery. The patient is fine.